Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to a new artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.